Event description:
During coronary stenting to a focal lesion of the left anterior descending artery, the delivery catheter balloon ruptured or had a hole in the balloon. The physician was only able to inflate the balloon to eight atmospheres before pressure was lost. As a result, the stent did not fully deploy/expand. Therefore, a maverick dilatation balloon catheter was used to postdilated the stent with successful results. There was no report of any adverse effects to patient.

Manufacturer narrative:
The device is available for evaluation and testing; however, it has not been received as of to date. Any additional information will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states: however, it is similar to the cypher sirolimus-eluting coronary stents marketed in the united states.